Event description:
The facility returned the device for service. During service testing, the baxter service technician found fail code 570 in the event history fo the device. No reports of any patient incident involving this pump.